Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, had exhibited noise on rv channel. Low pacing impedance measurements had also been observed. A few weeks later the pacing impedance measurements were noted to be out of range and noise continued to be observed. A lead revision procedure was being planned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.